Event description:
Revision surgery - due to the patient dislocating their shoulder. It was indicated by the surgeon that the revision was not a cause of any djo implants and that it wasn't paralyzed completely during the primary surgery.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 41 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this part ((B)(4) fit, (B)(4) locking mechanism, (B)(4) contaminants in blister pack, (B)(4) broke/cracked/damaged, (B)(4) surface finish, (B)(4) revision surgery, (B)(4) device failed, (B)(4) dislocation, (B)(4) pain, (B)(4) infection, (B)(4) trauma, (B)(4) stability/poor joint, (B)(4) malposition, (B)(4) dissociation, (B)(4) other), (B)(4) for this lot. The root cause for the dislocation was not reported. There is no information reported that showed a material, design, or manufacturing problem with the product.